Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right tritanium tibia subsided medially. Patient reported knee pain. "Tibia and insert revised to universal tibia with 10 mm medial wedge and 10 x 100 mm stem".

Manufacturer narrative:
An event regarding subsidence involving a titanium baseplate was reported, the event was confirmed through x-ray. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. The clinician indicated: undated ap x-ray confirms medial subsidence of the tibial component. Need primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: insufficient medical records were received for review with a clinical consultant. The clinician indicated: undated ap x-ray confirms medial subsidence of the tibial component. The exact cause of the event could not be determined as insufficient information was provided. Further information such as primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right tritanium tibia subsided medially. Patient reported knee pain. "Tibia and insert revised to universal tibia with 10mm medial wedge and 10x100mm stem".